Event description:
During preventive maintenance of the pump system, the service representative observed that the centrifugal pump manual drive device did not indicate rpm as expected when the crank was operated. Led indicators did not illuminate. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.